Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, there was no evidence of moisture or corrosion in the pump and the screens can be read/maneuver safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: on investigation, the pump powered up to a blank display screen with auditory and vibratory features. A cracked display screen was found when the pump casing was opened. A clear and legible screen was restored when the damaged display was replaced with a test screen. Due to the damaged display screen, the remaining testing was not completed and the complaint cannot be fully investigated. No conclusion can be drawn with regard to the complaint of dim display.